Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: left side "grade IV [capsular] contracture."

Event description:
Patient reported left side "grade IV [capsular] contracture," "breast became very hard and the distortion of the prosthesis was very visible, besides being very painful and cold," and patient's "health has been getting weaker every day [not device related], without sleeping properly [not device related], with unbearable pain." Patient reported via MRI for left side, "simple cysts smaller than 5 mm," and "minimal amount of liquid around the implants." Physician confirmed the left side "grade IV [capsular] contracture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1.

Event description:
Patient reported left side "grade IV [capsular] contracture," "breast became very hard and the distortion of the prosthesis was very visible, besides being very painful and cold," and patient's "health has been getting weaker every day [not device related], without sleeping properly [not device related], with unbearable pain." Patient reported via MRI for left side, "simple cysts smaller than 5 mm," and "minimal amount of liquid around the implants." Physician confirmed the left side "grade IV [capsular] contracture." The device remains implanted.